Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: complaint alleges that the circuit would not pass the leak test. It also alleges that excessive leaking was detected during the test. No pt injury reported.